Manufacturer narrative:
The explanted devices were discarded by the medical facility, therefore, they will not be returned for evaluation.

Event description:
A report of the patient explanted was received. No further information is available.